Event description:
Event is now reportable based on the analysis completed on 8/28/2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was pre-dilated with a 1.5x15mm balloon, unknown type and size. The physician attempted to place a taxus liberte' 2.5x32mm drug-eluting stent to the 90% stenosed lesion located in the severely calcified and severely tortuous mid left anterior descending (lad) artery, but was unable to cross the lesion. No patient injuries or complications were reported. Patient status post procedure is noted as good. However, the returned product revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the middle of the stent and distal edge of the stent were damaged. The struts on rows one to four from the proximal stent edge were misaligned and struts in the middle five rows of the stent were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context.